Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine into the right upper lip. The patient developed "excessive swelling" on the same day of injection. Prior to the injection, the patient was given an "antiseptic and ice." The patient was treated with an oral "antihistamine and hylase injections." Symptoms resolved 2 days later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of excessive swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.